Event description:
It was reported that when using the bd pyxis¿ es server all devices shown disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all stations were displaying a disconnected mode icon. A technical support specialist (tss) performed station reboot, but the issue persisted, and the customer confirmed they would also engage hospital information technology (hit). The customer opened a ticket with hit to investigate network connectivity between the stations and the server. Further the customer confirmed that hit resolved the issue by completing wifi tunneling to the required internet protocol (ip) address, restoring normal communication. The system functioned as intended after the technical support specialist verified the device.